Event description:
Baxter mexico reported a minicap "broken and dry." Per baxter mexico, the customer noted this prior to use. Per mexico, no pt injury was associated with this incident.

Manufacturer narrative:
Received 1 used sample in open pouch. A visual inspection was performed on the returned sample, noting that the cap was stained with betadine. The visual inspection also noted that the cap was malformed and cracked.